Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient diagnosed with lung cancer which is determined to be malignant tumor and received surgery. The patient is on chemotherapy. Patient also alleged shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.